Manufacturer narrative:
The reported complaint of the atrial lp in rom mode at implant and with lower battery reading was confirmed based on the available system log and session record. The alp had experienced the power- on resets prior to interrogation, resulting in rom mode. It was not clear what might have caused the reset in the surgical setting. The device appeared to work as expected after the rom recovery procedure. The battery voltage returned to the normal range as shown in the subsequent session report.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was found in rom mode during interrogation. The lp was restored to normal settings and implanted. The battery voltage was found low after implant. Follow-up in clinic on (B)(6) 2025 showed the battery voltage had recovered. The patient was in stable condition.